Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. The outer insulation had breached depression, was breached, cut, and had cosmetic depression. The proximal conductor had blood/body fluid (not obstructed). There was blood in/on the helix/lobe mechanism. (B)(4) the distal segment of the lead was returned and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut and had cosmetic depression. There was blood in/on the helix/lobe mechanism. Visual analysis noted the lead had apparent explant damage.

Event description:
It was reported that the ventricular lead showed oversensing with noise. The lead remains in use. No patient complications have been reported as a result of this event. It was additionally reported that the ventricular lead was suspected of an insulation breach due to lead to lead interaction between the ventricular and atrial leads. The ventricular lead as removed and was not replaced. It was also reported that the atrial lead had noise. The atrial lead was removed and was replaced.